Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received.

Event description:
The event involved a plum 360¿ infuser that was reported to have a delayed accuracy issue. There was no patient involvement. No harm was reported as a consequence of this event. No other information is available at this time.

Manufacturer narrative:
The device was not returned to the service hub, therefore, visual inspection and functional testing was not performed. A review of the device 12-month service history was performed and no similar event was indicated. A review of the event history could not be performed, therefore, the reported complaint could not be replicated or confirmed.